Event description:
Emergency medical services were dispatched and treated the customer at home.automode is not applicable to this pump.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.

Manufacturer narrative:
(B)(4). The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. Possible over delivery anomaly not confirmed. The following were noted during visual inspection: minor scratched display window, loose display window cover, scratched case and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. The pump was received without the original battery cap. Please see below for the boluses listed on the event date 01-nov-2023 in the pump history file. On (B)(6) 2023 05:14:54.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 10.3. Bolus amount delivered = 10.3. On (B)(6) 2023 20:37:30.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 7.8. Bolus amount delivered = 7.8. On (B)(6) 2023 21:05:02.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 0.1. Bolus amount delivered = 0.1. Please see below for the daily total of all insulin delivered on the event date 01-nov-2023 in the pump history file. On (B)(6) 2023 00:00:00.000 daily totals. Daily total collection starttime = on (B)(6) 2023 00:00:00.000. Daily total of all insulin delivered = 35.7. Daily total of basal insulin delivered = 17.5. Daily total of bolus insulin delivered = 18.2 there were no auto suspend (12) alarm noted in the pump history file. There were no user suspended alarm noted on the event date 01-nov-2023 in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 01-nov-2023 in the pump history file. On (B)(6) 2023 10:51:00.000 alarm alert notification. Fault number = no delivery after estimate zero (8) - during basal. On (B)(6) 2023 11:01:00.000 alarm alert notification. Fault number = no delivery after estimate zero (8) - during basal. On (B)(6) 2023 14:07:00.000 battery removed. On (B)(6) 2023 14:07:00.000 alarm alert notification. Fault number = battery removed (84). On (B)(6) 2023 14:07:21.000 battery inserted. On (B)(6) 2023 07:56:00.000 alarm alert notification. Fault number = lost sensor 1 alert (780). On (B)(6) 2023 08:06:00.000 alarm alert notification. Fault number = lost sensor 1 alert (780). On (B)(6) 2023 04:57:00.000 alarm alert notification. Fault number = lost sensor 1 alert (780). On (B)(6) 2023 10:34:36.000 alarm alert notification. Fault number = sensor error alert (801). On (B)(6) 2023 11:04:49.000 alarm alert notification. Fault number = sensor error alert (801). On (B)(6) 2023 11:39:41.000 alarm alert notification. Fault number = sensor error alert (801). On (B)(6) 2023 12:09:49.000 alarm alert notification. Fault number = sensor error alert (801). On (B)(6) 2023 12:44:41.000 alarm alert notification. Fault number = sensor error alert (801). On (B)(6) 2023 13:14:49.000 alarm alert notification. Fault number = sensor error alert (801). On (B)(6) 2023 13:59:39.000 alarm alert notification. Fault number = sensor error alert (801). The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Insulin flow blocked alarm/no delivery alarm not confirmed. The pump properly connected with the guardian link transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, lost sensor alert or sensor error alert noted. No delivery alarm not confirmed. Lost sensor alert (780) not confirmed. Sensor error alert (801) not confirmed. The pump passed the functional testing. Unable to confirm alleged low bgs. Possible over delivery anomaly not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 22 mg/dl. Troubleshooting was performed and found that the customer has treated the low blood glucose event with food and emergency medical service. It was found that the customer was using the pump within 48 hours of the reported event and it was unknown whether the auto-mode feature was active. The reservoir was showing more insulin than shown on status. No further patient complications were reported. It was unknown whether the customer will discontinue to use the insulin pump. The insulin pump will be returned for analysis.